Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedances had gradually increased and there was no noise on the electrogram (egm). Boston scientific technical services (ts) discussed commanded shock testing to confirm the true shock impedances of a delivered shock. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code was 3191 was used to capture the programming the tachy therapy off.

Event description:
Additional information was received which indicated that tachy therapy was programmed off. It was noted that the device appropriately declared elective replacement indicator (eri), however, the physician didn't want to perform a replacement procedure at this time due to the patient's condition. This ICD system remains in service. No adverse patient effects were reported.